Event description:
Customer reported that the insulin pump was experiencing screen lags and timing out during cartridge changes. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.